Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, when the device was removed from the packaging, there was a dent on the back of the device that "looked like it was grabbed by a forceps." The device was not implanted, rather another device was used. No patient complications have been reported as a result of this event.